Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported through a previously published journal article, that a patient with a boston scientific left ventricular lead, of unknown serial number, presented to the cardiac center with severe heart failure. At the time of hospitalization, the patient had an implant duration of over 10 years from another implanting facility. While hospitalized, it was discovered that this previously electively implanted lv lead, for non-ischaemic dilated cardiomyopathy and left bundle branch block, had been misplaced during the implant procedure and was not in the coronary sinus as expected but rather the right ventricle. It was concluded that during the entire implanted period (over 10 years) the patient did not receive bi-ventricular pacing as was intended. The physician planned on a revision procedure to correct the implant anomaly; however, the patient continued to clinically deteriorate despite maximal treatment efforts. It was further noted the patient was suffering from multiple organ failure, to include renal failure with hyperkalaemia and gram negative cocci bacteraemia. The patient died before the lead position could be corrected. The publication expressed no allegation of system malfunction against the lead. The malpositioning of the lead was believed to have possibly accelerated the progression of the patient's heart failure. The patient passed away approximately one month following the acute heart failure hospital admission.